Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead was believed to be dislodged. There was accompanying loss of capture at maximum outputs and a drop in sensing. The device was reprogrammed and a revision procedure will be performed soon. For now, the rv lead remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.